Event description:
Pt admitted into pacu from or following general anesthesia. O2 placed on pt delivery by mask. EKG monitor, bp cuff and sao2 monitor placed on pt. Pt stable. Continued monitoring done. Sao2 790. V/s taken every 5-15 min in pacu. Between cycles of v/s rptr noticed that the sao2 monitor cable was not connected. Rptr was still receiving a sat reading of 95, no alarms as to disconnect. This is a grave problem. The pt was fine, but this system should alarm when there is a break in the system. Pacu pts are fragile and often cannot speak ect, sao2 monitor reading are a standard of care in pacu. This problem could give a false sense of pt stability. This needs to be addressed.